Event description:
It was reported during the implant proceudre that the helix could not extend. The events happened before insertion into the patient. The lead was not implanted and there were no resulting patient complications due to this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found.